Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the blood tubing separated at the top of the drip chamber and leaked blood on the patient. The nurse was hanging the second unit and when she touched the second tubing where the first unit was attached. The whole tubing dropped and went to the floor. There was no patient harm.